Manufacturer narrative:
Initial reporter not known at the time of reporting. A manufacturer representative went to the site to test the imaging system and could not confirm the reported issue. The issue could not be duplicated. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting the image acquisition system (ias) the system was stuck on system booting please wait. The site disconnected the mobile view station (mvs) from the ias and then was able to boot. No patient was present at the time of the event.